Event description:
It was reported that immediately after insertion of the foley catheter the water drained out causing the balloon to deflate. The catheter had natural drainage.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted no obvious observations. Using the in-house syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after insertion of the foley catheter the water drained out causing the balloon to deflate. The catheter had natural drainage.